Event description:
A radial jaw was used for a diagnostic pulmonary biopsy. During the procedure, a sufficient sample could not be obtained due to a broken pull wire. There were no complications or intervention reported with this event.